Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), systemic lupus erythematosus ("lupus") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multigravida, multiparous and cervical dysplasia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysfunctional uterine bleeding, and dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet. New reporters and reporter information added. Plaintiff demography added. Concurrent condition and events abnormal bleeding (vaginal, menorrhagia), lupus, dysmenorrhea (cramping), dysfunctional uterine bleeding rheumatoid arthritis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device dislocation ("migration of essure device location of device: I am not exactly sure"), device breakage ("device breakage"), systemic lupus erythematosus ("lupus/ autoimmune disorder-type of disorder: lupus"), gallbladder operation ("surgery (other) type of surgery: gallbladder"), kidney infection ("infection (other) describe: kidney"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("rheumatoid arthritis") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frank hematuria, kidney infection, chronic kidney disease stage 2, epigastric pain, abdominal pain, duodenitis, pyelonephritis, dysuria and urinary tract infection. Concurrent conditions included multigravida, multiparous and cervical dysplasia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), eye infection ("vision/eye problems type: eye infections"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("constipation"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), abscess ("abscesses"), gastrointestinal motility disorder ("constipation diarrhea") and diarrhoea ("diarrhea") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: breaking") and dental caries ("dental problems: rotting"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2016, the patient underwent gallbladder operation (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), urinary incontinence ("bladder or problems or changes: incontinence") and micturition urgency ("urinary problems or changes: increased urgency"). The patient was treated with alprazolam (xanax), diclofenac, lisinopril, methotrexate, oxycodone and surgery (gallbladder surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, hypertension and back pain had resolved and the device dislocation, device breakage, systemic lupus erythematosus, kidney infection, genital haemorrhage, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, hot flush, night sweats, anxiety, depression, migraine, headache, urinary incontinence, micturition urgency, ovarian cyst, tooth fracture, dyspareunia, vaginal discharge, eye infection, fatigue, weight decreased, abdominal distension, constipation, alopecia, cystitis, urinary tract infection, vaginal infection, abscess, dental caries, gastrointestinal motility disorder and diarrhoea outcome was unknown. The reporter considered abdominal distension, abscess, alopecia, anxiety, back pain, constipation, cystitis, dental caries, depression, device breakage, device dislocation, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye infection, fatigue, female sexual dysfunction, gallbladder operation, gastrointestinal motility disorder, genital haemorrhage, headache, hot flush, hypertension, kidney infection, menorrhagia, micturition urgency, migraine, night sweats, ovarian cyst, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.619 kgs. Hysterosalpingogram - on (B)(6) 2013: there are bilateral essure coils. The essure coil on the right is well-positioned. As seen on image 25 of 26, the proximal portion of the essure coil on the left may extend into the intramural portion of the left fallopian tube. Otherwise, there is good positioning. Impression: the essure coils in place bilaterally as described, with no evidence of spillage from the fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysfunctional uterine bleeding, and dysmenorrhea most recent follow-up information incorporated above includes: on 25-mar-2019: reporters, patient demographics and treatment drugs were added. Added events hormonal changes describe: hot flashes and night sweats, abnormal bleeding (general), apareunia (inability to have sexual intercourse), infection (other) describe: kidney, abscesses, psychological or psychiatric problems condition: anxiety and depression, bladder or urinary problems or changes : incontinence and increased urgency, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, blood or heart disorder/condition type: hypertension, migration of essure device location of device: I am not exactly sure, dental problems: rotting/ breaking, device breakage, surgery (other) type of surgery: gallbladder, dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: eye infections, fatigue, weight loss, gastrointestinal or digestive system condition type: bloating, constipation diarrhea, hair loss, lower back pain, urinary problems or changes: increased urgency and incontinence and bladder (bladder/urinary tract/ vaginal). Outcome of event pain was updated to recovered. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.